Event description:
The customer stated an architect c16000 analyzer generated a falsely elevated potassium result for one patient sample. The analyzer generated a potassium result of 6.2 mmol/l. Upon repeat a potassium result of 4.6 mmol/l was generated. The falsely elevated potassium result was not reported outside the laboratory and there was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). A follow up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The customer stated an architect c16000 analyzer generated a falsely elevated potassium result for one patient sample. Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, and a review of labeling. Abbott field service resolved the issue by performing maintenance, replacing several parts including the reagent probe, and calibrating the sample, reagent and ict probes to optimize the analyzer. Field service did not identify any particular part as a likely cause. No subsequent ict related issues have been reported. Tracking and trending did not identify any related systemic issues or adverse trends associated with the c16000, reagent probe, or ict module. Labeling was reviewed and found to be adequate. Based on the evaluation a product deficiency was not identified.